Manufacturer narrative:
A reserve sample from the same lot (30151) as the suspect product was evaluated for physical attributes per sheffield test method (B)(4), flavor, odor, color, and texture testing of finished product. No abnormalities were seen in the product. The sample was also analyzed for microbial recovery per sheffield test method (B)(4), total aerobic microbial count. The results did not identify any objectionable microorganisms in the reserve sample. Based on the test results, the device was determined to be within specification. No product deficiencies were identified.

Event description:
Patient vomited immediately after applying a (B)(6) super hold denture adhesive cream to his mouth. No medical attention was sought by the consumer for his symptoms. The suspect sample was not made available to sheffield pharmaceuticals for investigation.